Event description:
It was reported that this implantable cardioverter defibrillator delivered multiple inappropriate shocks due to overcounting the t-wave. Technical services suggested in-clinic evaluation. In-clinic device evaluation while the patient was on the treadmill confirmed the device was oversensing in the primary and alternate vectors. Sensing on the secondary channel was normal. Small amplitudes were noted in this vector. It had been reported that this patient was in complete heart block, but some intrinsic rhythm came through when the patient was on the treadmill. The device was programmed to secondary vector and the patient will be monitored. Engineering review of this issue was performed and several options to mitigate the issue were suggested. It was also noted that this patient has a leadless pacemaker.